Event description:
During a laparoscopic oophorectomy, the surgeon placed the laparoscope on the pt's drape, causing the distal tip of the scope to burn the pt's chest. The procedure was completed with different equipment. After the procedure was completed, a plastic surgeon was consulted but further surgery was not required. However, the burn was dressed and the pt remained overnight due to the incident.